Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the downloaded error logs confirmed that a single occurrence of system fault 218 was triggered in the device. The device restarted which corrected the fault and sf218 did not recur. All investigation attempts to replicate the fault as well as a visual inspection determined the device is operating without fault. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident.

Event description:
(B)(4).

Manufacturer narrative:
The device was returned to resmed (B)(4) for investigation. The investigation methods, results, and conclusion are not finalized at this stage. The safety risk and occurrence rate for this failure mode have been assessed and do not warrant a recommendation to take any immediate corrective or containment actions. (B)(4).